Event description:
It was reported during a video cholecystectomy procedure that the trocar presented gas leaking. It seems the rubber weld is damaged. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.